Event description:
Cutting balloon failure, cracked hub with balloon rupture, and air pressing into system causing narrow air lock, causing hypotension and a systolic event lasting approximately 10 secs. No intubation required, aggressive treatment with vasopressors and epinephrine, oxygen. Pt stabilized, procedure completed successfully. Ptca of rca for instant restenosis then transferred to ccu for close observation for 48 hrs. Transferred to nursing unit and then discharged home with no negative effects from event.